Event description:
Pack contained 9 radiopaque laps instead of 10. Standard of practice is to open laps in increments of 5 in order to diminish human factor error in the prevention of foreign body retention during a surgical procedure.